Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation procedure with a biosense webster stockert gmbtt generator, a pad site burn on the patient's back was noticed at the end of the case. It was reported that the size of the burn was unknown and there was no available photo of the burn site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation procedure with a biosense webster stockert gmbtt generator, a pad site burn on the patient's back was noticed at the end of the case. It was reported that the size of the burn was unknown and there was no available photo of the burn site.